Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked around the seal, and insulin was found in the reservoir compartment when the reservoir was removed. The blood glucose was 132mg/dl. No further information was provided.